Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The claimed issue was related to internal leakage test failure during pre-use check. Identification of issue has been done by analyzing problem description. Service report and the device¿s logs have been not available for further evaluation. Based on available information no part was replaced and returned for further analysis. Therefore, the root cause of the issue could not be confirmed.

Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
The claimed issue was related to internal leakage test failure during pre-use check (puc). The issue was decided to be reported based on available information (without logs or determined faulty parts) as the reported issue may have underlying causes, which represent a reportable event. In the further process of complaint handling the issue was solved by replacing preventive maintenance kit. Identification of issue has been done by analyzing problem description and service report. The issue has been resolved and the device was delivered to the user in working condition. The root cause of the issue has not been determined.

Event description:
Manufacturer ref.#: (B)(4).